Event description:
Patient reported right side rupture. Healthcare professional later reported ¿mr signs of multiple small breast ductal cysts. Signs of intracapsular rupture of right implant. Silicone [] axillar lymphadenopathy on the right." The device has been explanted.

Event description:
Patient reported right side rupture. Healthcare professional later reported ¿mr signs of multiple small breast ductal cysts. Signs of intracapsular rupture of right implant. Silicone axillar lymphadenopathy on the right." The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; lymphadenopathy.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 8/20/2024. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ cyst: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported right side rupture. Healthcare professional later reported ¿mr signs of multiple small breast ductal cysts. Signs of intracapsular rupture of right implant. Silicone [] axillar lymphadenopathy on the right." Subsequently, physician reported breast pain and capsular contracture - baker grade iii the device has been explanted.